Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an anastomotic pseudoaneurysm in descending thoracic aorta using a gore® tag® conformable thoracic stent graft with active control system and a 24 fr gore® dryseal flex introducer sheath(dsf). During a cut down of a left femoral artery, a spasm was observed. Dsf was carefully inserted. During inserting the dsf, a discomfort was felt. No vital changes were observed and the stent graft was successfully implanted. Suspecting a rupture of the access vessel, the sheath was carefully removed. However, a systolic blood pressure was decreased from 140 mmhg to 90 mmhg and the access vessel rupture was observed. The rupture was repaired surgically and an left external iliac artery was replaced by propaten. The patient tolerated the procedure. The physician stated as follows. Although the access vessel diameter was smaller than the sheath outer diameter, there was no calcification and the sheath was considered to be insertable. After the surgical treatment, an angiography for the right external iliac artery was performed. The angiography revealed a spasm and the diameter of the external iliac artery was about 2 mm diameter, indicating that the patient may have been prone to spasm. Reportedly, the concern of access vessel trauma due to dissection in bilateral common iliac arteries and the external iliac artery diameter was below 24 fr dsf outer diameter was communicated to the physician in advance. The diameter of access vessel around the left external iliac artery was 6.9 mm - 7.3 mm.

Manufacturer narrative:
.